Event description:
In 2008, two gore tag thoracic endoprostheses were placed to treat an aneurysm in the aortic arch. Before implanting the gore devices, the physician performed a bypass of the innominate, common carotid, and left subclavian arteries using vascutek gelseal and gelweave vascular grafts. The gore devices were implanted through a cook keller-timmermans introducer sheath using a conduit on the ascending aorta. The surgery went as planned, and all devices were patent with no endoleaks. The following month, the patient developed intestinal ischemia, intestinal necrosis, and perforation from the sigmoid colon to the rectum, secondary to occlusion of the superior mesenteric artery. The physician removed part of the necrosis and perforation, and performed a bowel resection on part of the small intestine. Post-operatively, the patient developed anastomotic insufficiency of the small intestine, so a colostomy was also performed. The patient is still hospitalized.

Manufacturer narrative:
A review of the manufacturing records has been conducted. Results - the review of the manufacturing records verified that this lot met all pre-release specifications. Conclusion - device used outside of instructions for use (IFU). According to the IFU, gore tag thoracic endoprostheses are only approved for treatment of aneurysms in the descending thoracic aorta to within 20mm of the common carotid artery. Additional devices: tg3115/05941427.